Manufacturer narrative:
Patient information is unable to be provided due to the (B)(6) privacy law. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 980 ventilator generated an alarm. The patient was removed from the ventilator and placed on an alternate ventilator without harm. Based on the review of the ventilator memory logs, a loss of ventilation occurred.

Manufacturer narrative:
Additional code added to section h6 patient code correction to section h6 evaluation codes method, result and conclusion. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service personnel (sp) inspected the ventilator. The sp replaced the direct current (dc) - dc converter and the oxygen sensor. The ventilator has passed all tests and calibration at the time of the service. The dc-dc printed circuit board (pcb) was returned to further evaluation. He ventilator powered up normally and no errors were recorded in the diagnostic logs. The unit was put into normal ventilation, after approximately two hours the ventilator alarmed with and generated error codes. The fault was isolated to c83 on the returned pcb. It was reported that the 980 ventilator generated an alarm. The most likely cause was isolated to c83 on dc-dc pcb the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 980 ventilator generated an alarm. The patient was removed from the ventilator and placed on an alternate ventilator without harm. Based on the review of the ventilator memory logs, a loss of ventilation occurred.